Manufacturer narrative:
A review of the service report indicates the customer reported that the left side switch of their footswitch was unresponsive. The customer ordered a new footswitch and footswitch cable. No service was requested. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system or footswitch. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported no irrigation when depressing the left side of the foot pedal during a procedure. The foot switch and cable were exchanged to complete the case. There was no harm to the patient.